Event description:
Event description boston scientific received information that during the device replacement procedure for the fm 1 field advisory, this atrial lead appeared to be fractured. The lead was explanted and replaced. No adverse patient effects were noted.